Event description:
It was reported that during a patient examination, the lateral carriage would not come into the iso center of the innova 3131. There was an error reported indicating that the encoder did not agree with the carriage switches. Upon further investigation, it was discovered that the "free 1c" switch was broken. The iso center switch (xray enable) was also found to be cracked and broken. No patient injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.